Event description:
It was observed that during the device evaluation, the subject device exhibited dented rigid tube, chipped light guide bundle, contaminated objective lens, corroded electrical contact of the video connector, component failure of rigid tube, objective lens, light guide bundle and electrical contact of the video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.